Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the fall's effect on the implant was unknown. The rep reported it did not appear to have an effect. The issue was resolved. The patient therapy had been adjusted.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) forurinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that previous to april 21st, the patient had rolled over in bed and felt a quick pain in their buttock, close to the battery that hurt for a second and then the pain resolved. The pain was isolated to that region and did not spread to the leg. That night she got up and had pretty significant bruising throughout their buttock and up their flank. It was not over the battery but on the same hip side. Patient came into the office on (B)(6) and met with nurse. Later on, the 29th when the rep came to meet with the patient for an impedance check, rep was notified. During the impedence check, rep found impedence's with the 0 electrode being > 4000. The physician didn't believe it was related but due to proximity and with the new impedances, the, rep wanted to report it. The patient had a fall 5 months ago but did not notice any changes in symptoms at the time. The rep went through the programming and due to the 0 electrode showing > 4000, the programs engaging that electrode could not increase stimulation above 0.3 milliamps. It maxed out. There were still 5 programs that could be used. The rep plans to work with custom programs around the impedence.